Event description:
It was later reported that the substance was around the pump and catheter connection site and remained on that portion of the pump. The catheter remained implanted but the physician added a new connector. The old connector was discarded.

Manufacturer narrative:
Analysis of the pump revealed a leaking outlet port in the fluid path due to a damaged o-ring. Testing confirmed that the outlet port was leaking from the base and inspection of the o-ring found it to be flattened, deformed, and damaged in various areas that promoted a leak. The material on the pump connector was analyzed and determined to have been hydromorphone and bupivacaine.

Event description:
It was reported when the patient underwent a scheduled normal pump replacement, the healthcare provider (hcp) noticed a ¿white hard substance around the pump connector¿ which was believed by the hcp to have been caused by possibly drug leaking and the substance being a precipitate of the drug. There were no symptoms related to the event. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007,product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709. Serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.